Manufacturer narrative:
Continued e1 (email address): (B)(4) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for report: lubricated as normal, however, the lining of the funnel seemed to be defective - not allowing the implant to progress thru to the tip of the funnel.

Event description:
Physician reported, "the funnel was cut and lubricated as normal however the lining of the funnel seemed to be defective - not allowing the implant to progress thru to the tip of the funnel." Surgery completed with a backup funnel.

Event description:
Physician reported, "the funnel was cut and lubricated as normal however the lining of the funnel seemed to be defective - not allowing the implant to progress thru to the tip of the funnel." Surgery completed with a backup funnel.

Manufacturer narrative:
Lab investigation: the sample was investigated. No damage was observed. A coating evaluation was performed. The interior surface of the funnel was not observed to be lubricious, which does not meet the expected result. The exterior surface of the funnel was not observed to be lubricious, which meets the expected result. A lubricity/ functional evaluation was not performed since the interior surface was not observed to be lubricous. The probable cause for the interior surface of the funnel to not be lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. Per discussion and review with dqa, the current complaint sample is associated with keller funnel batch 23b42c. A recall for keller funnel batch 23b42c was initiated by formacoat. No further evaluation is required investigation result: the category/subcategory of mechanical issue - lubricity was verified based on the test results in the sample investigation. Conclusion the category/subcategory of mechanical issue - lubricity was verified since the interior surface of the funnel was not observed to be lubricious during the coating evaluation. A lubricity/ functional evaluation was not performed since the interior surface was not observed to be lubricous. The probable cause for the interior surface of the funnel to not be lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. Per discussion and review with dqa, the current complaint sample is associated with keller funnel batch 23b42c. A recall for keller funnel batch 23b42c was initiated by formacoat. No further evaluation is required.